Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient complained of a painful left hip and has a history of two prior dislocations involving unknown activity at the time of dislocations. The patient was revised today to a 52 pinnacle dual mobility liner and 22mm +7 femoral head. The patient has muscular dystrophy. The surgeon noted that the primary components appeared reasonably positioned. Doi: (B)(6) 2020, dor: (B)(6) 2021, affected side: left hip.